Event description:
The patient had discomfort and was vomiting. When the device was on, he had the feeling of an electric current through his whole body. The device was removed. No surgical complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete ,and/or, when additional information is received from the hcp.